Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+2.0/177 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having a refractive surprise. The lens remains implanted.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. (B)(4).